Event description:
It was reported that the patient was seizure free for many years following device implantation. Patient later had persistent seizures that went unnoticed as they were subtly clinical. The patient went to the emergency room for these seizures that were worsening, and vns parameters were adjusted and new medications were initiated. It was later reported that the patient underwent a prophylactic battery replacement. A device return is not expected as facility is known not to return explanted products. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.